Manufacturer narrative:
A (B)(6) female experienced in-stent restenosis approximately three and a half years post implantation of a cypher stent. Past medical history that may have increased her risk for mace includes previous pci of two vessels (drca and circumflex), hyperlipidaemia, hypertension, diabetes and smoking. Initially, the patient underwent pci due to an ami. The target lesion was a complex and 80% stenosed lesion in the distal rca treated with direct stenting using a 2.5x18mm cypher stent. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The residual diameter stenosis measured 0%. At this time, a previously stented proximal segment of the left circumflex (stent unknown) was noted patent with no angiographic evidence of restenosis. Approximately three years and seven months later, the patient experienced chest pain and it was at this time that the patient was included in the (B)(4) study. Coronary angiography revealed 70% in-stent restenosis (isr) of the previously implanted 3.0x18mm cypher stent in the distal rca which was treated with balloon angioplasty. Additionally, a new 99% stenosed lesion in the first right posterior lateral artery was treated (study target lesion). The lesion was de novo, type b1 and 18mm in length with a vessel diameter of 2.5mm. The lesion was pre-dilated and a 2.5 x 18mm cypher stent was successfully implanted. Approximately three months post index procedure, the patient experienced angina. There was no revascularization performed. Treatment was unknown. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes and aggressive cad) and procedural factors that may have contributed to this patient's restenotic event.

Manufacturer narrative:
Please note that this event took place in (B)(6) 2008. The product was not available for analysis. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was enrolled in the (B)(6) study with stable angina pectoris. The patient had a 99%, in the first right posterior lateral artery. The lesion was de novo, type b1 and 18mm in length with a vessel diameter of 2.5mm. The lesion was pre-dilated and a 2.5 x 18mm cypher stent was implanted at 16atm. The patient also had a non-target, restenotic lesion in the distal right coronary artery. This lesion had been previously treated with a 3.0 x 18mm cypher stent and now had 70% restenosis. This lesion was treated with balloon angioplasty. Approximately three months post index procedure the patient presented to the emergency room for angina. There was no treatment given.